Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the returned condition substantiated the reported cuff miss. Inspection of the device indicated that the posterior needle tip was dull and there was a needle strike mark at the posterior foot, suggesting that the posterior needle was deflected and struck the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as intended. The needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.